Event description:
Abbott diabetes care received a user report from france which reported the following information: customer reported "I was rushed to hospital on (B)(6) for a heart problem that turned out to be a cause of my failing diabetes sensor, it was in the hospital and in comparison to the diabetic results compared between my sensor and the blood samples that the hospital has so reported a faulty sensor that caused my heart problem because probably too much insulin". Customer was reportedly hospitalized from (B)(6) to (B)(6) . No further details were provided and contact with the customer cannot be made as customer's contact details are unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The reported product is not expected to be returned. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which reported the following information: customer reported "I was rushed to hospital on 12 july for a heart problem that turned out to be a cause of my failing diabetes sensor, it was in the hospital and in comparison to the diabetic results compared between my sensor and the blood samples that the hospital has so reported a faulty sensor that caused my heart problem because probably too much insulin". Customer was reportedly hospitalized from 13-july to 18-july. No further details were provided and contact with the customer cannot be made as customer's contact details are unknown. There was no report of death or permanent impairment associated with this event.